Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was implanted four days prior to the report and still had the bandages over her implantable neurostimulator (ins). The patient stated that the ins was not working, specifically, they could not feel the stim when they tried to increase it and it wouldn't do anything. It was noted that on the call, the patient was at 3.65v and increased the stimulation to 4.6v but they couldn¿t feel anything; she would usually feel the stim in her ribs, but they didn¿t feel it at all. The patient programmer (pp) showed that the stim was on. At the hospital, a manufacturer representative (rep) had programmed the device and when she had turned the device on, it was originally at 0 but then when she would increase the stim, she wouldn¿t feel anything. With the patient¿s old implant, the patient would keep the settings at 1.75v but then would put it up to 3.5-4.5v for a flare up. In addition, on the day prior to the report, the patient tried to change her settings but did not know what she was doing and saw all kinds of icons. The patient only had one program setup but still could not feel stim when increased to 4.6v. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). Additional information was received from the patient on (B)(6) 2019. It was reported that the implantable neurostimulator (ins) was not working at all, a manufacturer representative (rep) discovered that one of the leads was not working and she had to reprogram the one that was working. The patient wondered why this issue was not discovered at the time of implanting the new ins. Lastly, the patient reported that the stimulation issue was resolved, however, they had to worry about the other lead failing.